Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Fracture (a040101) and thrombosis/thrombus(e0514) have been removed.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device and x-ray image confirmed the reported event. The device was manufactured on 07-feb-2007. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> 1) quantity manufactured: 11 2) date of manufacture: 07-feb-2007 3) any anomalies or deviations identified in DHR: there was one part scrap associated with lot 2325891. Part was scrapped for ¿a126 machine set up¿. As per pic-qps0037crk rev h (s-rom stem machine main body), first off inspection is required as part of machine set up for the turn taper/mill slots process step. All parts are 100% visually inspected and 100% dimensionally inspected at this step, therefore there is no correlation with the complaint failure mode. There were no nrs (non-conformance records) associated with lot 2325891. 4) expiry date: feb-2012 5) IFU reference: 624094 corrected: b3, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2021, the patient underwent a right hip revision to address pain, limb asymmetry, and femoral stem implant fracture. The surgeon noted intentionally splitting the proximal femur to fully remove the fractured femoral stem. The surgeon used a sub-trochanter cerclage for repair of the femur split. Post-operative hemoglobin on (B)(6) 2007 of 10.3 g/dl, however, no intervention was necessary. It is noted the patient has a history of anticoagulation issues prior to and after implantation of depuy products: deep vein thrombosis of the left leg in 2004, bilateral lung embolism in 2004, and deep vein thrombosis of the left leg in 2020. The patient was regularly on the anticoagulant medication apixaban. The patient also has a left hip arthroplasty of an unknown manufacturer implanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d6a and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported that patient with dysplasia and obesity bmi 38, had suddenly immobilizing pain without trauma for several days, shortening of the legs in early january of 2021. Radiologically, fracture of the stem directly above the sleeve. Change of stem on (B)(6) 2021 in neustadt/holstein."